Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. As the device was manufactured prior to a change in the operational amplifier circuit design of the dr board, it is presumed that it occurred due to a failure of the operational amplifier. It is speculated that this was caused by the continued use of the scope video connectors in soiled conditions.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s report was confirmed. Heavy dust and debris were found in the video connector causing a b30 error. A faulty patient board set was causing the reported issue of no image. No other issues were found. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that during preparation for use, a video system center was not showing an image when the scope was connected. No patient harm or injuries were reported. No additional information has been obtained.